Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an over delivering alarm. The customer's blood glucose at the time of call was 61 mg/dl and the customer treated with glucose tablets. Customer also specified other relevant blood glucose value was 310 mg/dl. The customer pulled the reservoir from the insulin pump after 12 units were delivered. The customer was unsure as to why such as large bolus was programmed. Troubleshooting for the insulin pump did not occur. The insulin pump will not be returned for analysis.